Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that surgical intervention took place in (B)(6) 2022 (exact date unknown) wherein the entire system was explanted to address the issue. Patient was reimplanted with a new system on (B)(6) 2022.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-18065. It was reported that the patient experienced ineffective stimulation due to autoreducing. Imaging revealed the leads had migrated. In turn, surgical intervention may take place at a later date to address the issue.